Manufacturer narrative:
A philips technical consultant (tc) was onsite. The tc located the device in use in a patient room. The tc tested the device with a pronk technologies oxsim at various saturation levels, and the device accurately reflected each simulated value. The tc also applied varying pressure from different angles to both the sensor and its connector but was unable to reproduce the reported issue. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out as occurring at the time of the reported event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that the pulse socket is not accurate. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.